Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and inner insulation breached. It was noted that the outer insulation had cosmetic environmental stress cracking.

Event description:
The lead had been returned after being removed due to an unrelated medical condition with no complaints or allegations. The lead has then tested out of specifications.